Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but not replicated the customer reported complaint "device did not work at all." The instrument was returned with 1 life remaining. Based on log review of remote fe and dsp logs, the instrument was found to have multiple engagement failures, error code 22020. However, the engagement failure were not replicated during in-house testing after multiple attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws open and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Additional observations not reported by site: the housing was removed and the instrument was found to have dislodged retaining rings, bearings, and grip open spring. The dislodged grip op spring results in the grips not closing when the grip open lever is released. The root cause of these failures are attributed to manufacturing. This RMA will be transferred to engineering for further investigation. Further investigation performed by engineering team: the engineering confirmed above foundings. The pitch and yaw input bearings were found to be dislodged. Pitch and yaw input retaining rings were dislodged, which likely resulted in the dislodged bearings. Additionally, grip open spring was dislodged from the slug, resulting the jaws no longer self-closing. The root cause of these failures is due to manufacturing. The logs also indicate the engagement failures occurred on the grip axis (center dof), suggesting that the dislodged bearings and retaining ring are secondary findings to the engagement failures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not working at all.